Event description:
Device malfunction: none. Symptoms/ae: pain. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the star close se device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, approximately 3-4 weeks post vessel closure the patient was experiencing pain at the access site. The pain occurs mostly with prolonged sitting on bearing down. Steroid therapy was given as the pain may have been from possible inflammation. Response to the steroid therapy was temporary but after completion of the therapy, the symptoms returned. There were no reported adverse patient sequelae. Though requested, no further or additional information was being provided.

Manufacturer narrative:
The customer reported the clip remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.